Event description:
It was reported that the atrial lead was dislodged during a right ventricular lead revision procedure. The atrial lead was explanted and replaced no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant products: product ID: 5866-38m, adaptor, implanted: (B)(6) 2010. Product ID: 5071-35, x2 leads, implanted: (B)(6) 2010. Product ID: sv02, lead, implanted: (B)(6) 2001. Product ID: 1559, lead, implanted: (B)(6) 2001. (B)(4).